Event description:
During a thoracoscopy with wedge resection, upon firing the device, the surgeon noticed tissue tags between the staple lines. On another firing, staples did not form completely on the specimen side. Only one device was in the case with 4 firings. No buttressing material was used. The hosp is holding onto the device. 11/26/96 the device is being returned for nondestructive analysis and it is to be returned to the hosp after analysis.